Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired an unspecified sureform 60 reload (unknown color) and the staple line bled. The stapler instrument paused for compression several times, but still resulted in bleeding. An intuitive surgical inc. (Isi) clinical sales representative (csr) was present during this procedure and reportedly observed staple line bleeding with every sureform 60 reload that was fired to create the sleeve. The surgeon sutured the staple line to resolve the bleeding. The procedure was completed robotically. The patient is reported to be doing well post-operation. Isi has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. It is unknown what specific sureform 60 reloads fired are associated with the reported staple line bleeding. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #l11220926-0439) was installed 6 times and fired 6 reloads (1 green, followed by 5 blue). All installs were on universal surgical manipulator (usm) #1. All clamps by this instrument were completed, excluding aborted clamps. The user aborted 2 clamps, one on install 2 and one on install 3, prior to each firing. On the 1st, 4th, and 6th install, there were 1-2 completed clamps, followed by successful unclamps, prior to the firings. On installs 2 through 4, then 6, there was 1 pause for compression during the firings. There were no stapler related errors in the logs. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired unspecified sureform 60 reloads (unknown colors) and the staple lines bled. The surgeon sutured the staple lines to resolve the bleeding. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event reported against a green sureform 60 reload. Note: refer to MDR with patient identifier #(B)(6) for MDR submission of the event reported against a blue sureform 60 reload.